Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient was unable to connect ipg with external devices. Company representatives met with patient and unable to reconnect and mentioned that patient underwent many ablations and had not placed ipg in surgery mode. As such, surgical intervention is pending to address the issue.